Manufacturer narrative:
The device was received for evaluation. During evaluation of a returned spectrum pump, a system error 345 was found to be present . A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be upstream thermistor out of specification which requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had an issue of system error 345 .no additional information is available.